Manufacturer narrative:
Device evaluation summary; the exact cause of the deployment difficulties could not be determined from the films provided. Pre-implant CT¿s were not provided; therefore a complete assessment of the patient¿s anatomy could not be performed. Analysis of the returned films did not reveal any anatomical or stent graft characteristics that could explain the reported events. Images during deployment were not seen in the returned images, and the delivery system was not available for return. It is unclear if issues with the delivery system, patient anatomy, or procedural issues may have led to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic traumatic injury. It was reported that during the index procedure, while deploying the stent graft, the physician realized the distal part of the stent graft had not been deployed. The physician withdrew the delivery vehicle sheath all the way back to release the freeflo, but still the distal part of the stent graft was not fully deployed. It was noted that the physician then closed the free flo capture mechanism and tried to retract the delivery system, but this was not possible. Finally, the physician pushed the delivery system proximally and the stent graft fully deployed. The procedure was then completed without further problems and the event was resolved. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.